Event description:
It was reported that during preparation for a percutaneous coronary interventional (pci) procedure, guide wire damage was noted. The lesion to be treated was located in the right coronary artery (rca). According to the customer, "part of the wire at distal joint end (near the distal radiopaque markers) was rough to touch". The event occurred outside the patient and the device was not used. The procedure was successfully completed with a different device. No patient complications were reported. Additional information has been requested regarding this event.